Event description:
It was reported by the patient's spouse that, post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The wife of the consumer called to report that "my husband has been very sick over the last 2 weeks with bronchial wheezing." She states that the patient took levaquin for 1 week without improvement and remains with a "clear chest x-ray." She is concerned that these symptoms are being caused by "an allergic reaction." Additional information regarding this event is not available.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.